Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g996usqsghyf2. Hardware: sm-g996u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the blood glucose reached greater than 250 mg/dl while wearing the pod for less than an hour. Patient also reported that the needle did not release, was not being sure that the pink slide moving forward, and the cannula was not visible after the removal of the pod; this indicates a needle mechanism failure.